Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value was not provided). Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.